Manufacturer narrative:
(B)(4). The investigation of the returned brand new expiratory channel printed circuit board (ecpcb) has been completed. This board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. The returned ecpcb was installed in a reference ventilator for simulated use testing. It passed all test, no malfunction was found. It was reported that the pressure transducer sub-test failed during pre-use check when the brand new ecpcb had been installed. The safety valve circuitry on a brand new ecpcb is not factory calibrated, this will be done during the first pre-use check, the pressure transducer sub-test will fail before this is done. The second pre-use check will pass. This is documented in the service manual. An evaluation of the device logs show that pre-use check failed because the safety valve was not calibrated, which is expected. The conclusion is that there was no malfunction, the ecpcb worked as designed.

Event description:
Manufacturer reference #: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement. (B)(4).